Event description:
Customer reported that their leadcare ii analyzer has been displaying elevated blood lead level results on multiple patients, which is not typical for their patient population. The customer did not provide specific leadcare ii result values but reported that blood lead levels ranged from 11 g/dl to 14 g/dl across multiple test kit lots. At the time of this report, the customer had not provided information related to confirmatory testing nor leadcare ii testing report. During troubleshooting with technical service (ts), the customer confirmed that blood samples are collected using the capillary tubes provided with the test kit and that controls are run according to the instructions for use. However, during a review of sample collection practices, ts observed that several steps of the recommended sample collection procedure were omitted, including: (1) hands not washed with soap and water and allowed to air dry; (2) touching the skin while wiping away the first drop of blood; (3) failure to remove excess blood from the capillary tube before plunging it into the treatment reagent tube; and (4) collection of the hemoglobin sample prior to lead sample collection. These practices deviate from cdc recommendations for capillary blood collection for lead testing, as indicated in the leadcare ii package insert provided with each test kit. Ts advised the customer to follow the sample collection instructions outlined in the leadcare ii package insert and provided the customer with a copy of the cdc recommendations for capillary blood collection for lead testing.